Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that nine months twenty five days post port placement procedure, the device allegedly had fluid leakage. It was further reported that the catheter allegedly damaged. Reportedly, the device was removed. There was no reported patient injury.

Event description:
It was reported that nine months twenty five days post port placement procedure, the device allegedly had fluid leakage. It was further reported that the catheter allegedly damaged. Reportedly, the device was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. The investigation is confirmed for the reported leak, fracture, identified wear and deformation issues, as a partial circumferential break was noted on the catheter approximately 0.5cm from the distal end of the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven and the surface was noted to be round and smooth. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.